Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) therapy was inserted in a patient. When the iab was connected to the pump, blood pressure could monitored due to 'iab optical sensor alarm' that was generated. Although attempts were made to adjust the iab, the alarm did not disappeared. Used transducer instead to continue therapy. Therapy was ended on the same day of event. No patient injury was reported.